Event description:
Pt underwent prophylactic implantation of a single chamber ICD. After the lead was positioned, pacing parameters were achieved. At this point it was noted that the lead anchoring sleeve migrated to the left subclavian vein at the lead entry point. Attempts to retrieve the anchoring sleeve failed and the sleeve migrated to the left lung. The pt was stable. A new ICD lead had to be placed, and was anchored with the sleeve. The pt remained stable overnight, and the sleeve was retrieved by interventional radiology. Sleeve only available for eval.